Event description:
Event: explant. Case detail: it was reported that twist was introduced into the trunk of the graft during the implant process. The pt experienced an occluded right limb, and diminished pulses in the left limb. The graft was explanted in 2003, ten days after implant. No additional information was provided.